Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7036731, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection. Symptoms of swelling and redness were noted. The patient underwent an explant procedure and was placed on antibiotics. The patient was doing well postoperatively.